Event description:
The manufacturer received information alleging a ventilator was alarming and the patient expired. The manufacturer is attempting to obtain additional information. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device was alarming and the patient expired. The ventilator's tubing was found to be filled with water. The device was returned to the manufacturer for evaluation. The device passed all testing. A review of the device's downloaded error log indicates the device was not in use on the reported day of the event, (B)(6) 2015. The ventilator was powered off at 22:26:46 on (B)(6) 2015 and was not powered on again until 08:42:04 on (B)(6) 2015. The downloaded error log indicates an issue occurred with the device's internal battery, e-193 err_perm_fail_int_li_ion. The internal battery was replaced to correct the issue. Although an issue occurred with the device's internal battery, the error log confirms the device was being powered from an ac source prior to and following the day of the reported event. This issue would not have impacted therapy. No other errors were observed which would indicate the device malfunctioned or failed to deliver therapy. The manufacturer concludes the ventilator did not cause or contribute to the reported event.